Event description:
It was reported that a user received an ¿urgent low soon¿ alert, ingested oral glucose tablets followed by juice, and stabilized around a blood glucose of 64 mg/dl after a prior automated correction for a sensor-reported high that preceded a rapid decline; the user was on their second full day using the ilet, and support provided real-time guidance on hypoglycemia management while the device continued its adaptive learning. Symptoms included hypoglycemia with alarm notification, without loss of consciousness or need for medical intervention. Outcomes included transient low glucose resolved at home with oral carbohydrates and continued monitoring, without emergency care or hospitalization. Investigation included review of device-reported glucose trends and recent automated insulin delivery actions, and user troubleshooting and education. Investigation of this case revealed a rapid glycemic swing with corrective insulin followed by hypoglycemia, consistent with early learning phase dynamics and user-managed recovery with oral carbohydrates. It was concluded that the event was consistent with hypoglycemia of unclear cause during early device adaptation, with appropriate alarm function and successful at-home resolution. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.